Event description:
During an unk procedure, the hand piece over heated. There was no adverse patient consequence.

Manufacturer narrative:
Evaluation summary: the hand piece was returned with a loose mount. It was tested on a generator and no error codes were found. No temperature issues were found. The hand piece was disassembled, a torn isolator and evidence of moisture ingress were found in the instrument. (510(k)#k002906)